Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) which sodium (na), potassium (k), and chloride (cl) on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and found multiple issues. The found condensation in sample syringe, loose fitting from mid standard dispenser nozzle faulty buffer valves ise tubing, dirty probe and kinked buffer tubing. The cause of failure was identified as multiple hardware malfunction. The replaced multiple parts which included replacement ise tubing, buffer tubing, buffer valves, sample syringe and cleaned the ise probe. The fse verified system performance successfully without further issues. The system returned to normal operation. Section e1: (B)(6). The beckman coulter identifier is (B)(4).